Manufacturer narrative:
Device evaluated by MFR: the manifold of the complaint device was not returned, therefore, the unique manifold number was not available. A visual and tactile examination found the hypotube broke at the strain relief. The break may have occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent od (outer diameter) was measured which is within specification. The stent protector ID (internal diameter) was measured which is within specification. This indicates that there were no issue with the fit of the crimped stent and stent protector of the device. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. A 20 x 2.50 promus premier¿ drug-eluting stent was selected for use to treat the lesion. However, during unpacking, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 20 x 2.50 promus premier&#10244;rug-eluting stent was selected for use to treat the lesion. However, during unpacking, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported.